Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Device data was sent to engineering for review. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Device data was sent to engineering for review. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.